Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump. Proceed it with the following testing to assure proper functionality of the unit. Unit passed displacement test and the self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 4 (file number 32122 line number 2690) and pump error 3 (file number 2002 line number 1541) alarms were found on 04/13/2024 09:39:06.000. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per software engineering log investigation, it was determine that pump error 4 is due to twi interface on main/motor processor and pump error 3 were the cause of ipc problems. Force sensor zero offset within spec (23.8mv). Isolate to electronic assemblies. Unit received with stained keypad overlay and pillowing keypad overlay. In conclusion unit came in functioning properly but pump download history showed by pump error 4 and pump error 3. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 4 (the motor arm cannot communicate with the main arm), and pump error 3 (the main arm cannot communicate with the motor arm). The customer reported no adverse event. The event involved product(s) mmt-1885. The customer reported receiving a pump error. Troubleshooting was performed and the customer was able to clear the error and fill the cannula delivery test was successful. The error table did not indicate that pump should be replaced and the pump passed the test. The customer is not using the quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.